Manufacturer narrative:
Device analysis report attached. This report is submitted on may, 01, 2023

Manufacturer narrative:
This report is submitted on april 3, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site (date not reported). The patient was treated with antibiotics, however, the issue did not resolve. The device was explanted on (B)(6) 2023, and it is unknown if there are plans to re-implant the patient as of the date of this report.